Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During impaction the handle broke off.

Manufacturer narrative:
Examination of the returned device confirms the reported event of end cap breakage of the handle. A complaint database search on the provided product code did not identify a trend of the reported event for this design of the device. It should be noted and newer design the provided product has been released changing the material of the handle and increasing the overall durability. The root cause is attributed to product wear out due to heavy usage based on the overall condition of the returned device. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.